Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a guide wire crossed the lesion, a 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when inflated to nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a guide wire crossed the lesion, a 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured when inflated to nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.